Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate atp and hv therapy for supraventricular tachycardia. The device functioned as programmed. A change to the patient's medication is planned. No further information is available.